Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping his infusion set's tubing broke from where it connected to the site whereas, the portion that connected to the site remained connected. This issue reoccurred with a new infusion set. The blood glucose was 165 mg/dl at the time of this event. No further information available.